Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter.

Event description:
On (B)(6) 2015, information was received from a consumer regarding a (B)(6), female patient who was receiving morphine (unknown dose and concentration) via an implantable pump for non-malignant pain and failed back surgery syndrome. On an unknown date, the patient " became came allergic to everything except morphine." On (B)(6) 2013, a partial system explant was performed. The catheter was left in place. It was also reported the patient recently had (B)(6) and her healthcare provider (hcp) wanted to do a spinal tap. Additional information has been requested regarding the cause of the event, troubleshooting, and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information received from a consumer reported the patient became allergic to tylenol #3 codeine in 1995, to hydrocodone in 2008, and to oxycodone in 2015. It was reported that the morphine pump was removed quite a while ago (no date provided). The patient was fused from t5 to tailbone.